Event description:
Subsequent to the previously filed report, additional information was received indicating that on (B)(6) 2014 the echocardiogram showed mild to moderate mitral valve regurgitation. The physician reported that this residual mr is not significant. The mitraclip remains attached to the leaflet. The patient was electively admitted to the hospital on (B)(6) 2014 because of increased dyspnea during exertion. A right heart catheterization (rhc) was performed. The heart failure team titrated the patient's beta blocker medication and increased the diuretic medication. CT (computed tomography) of the chest showed aspiration pneumonia.

Manufacturer narrative:
(B)(4). The reported patient effect of mitral regurgitation, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This clip delivery system (cds) is reported for suspected air embolus and hemodynamic instability requiring intervention. It was reported that the mitraclip devices were prepared for use as per the instructions for use. There were no device problems during preparation or during the procedure. After the cds entered the left atrium, bubbles were seen and air embolus was suspected. The source of the air was not known. There was no visible air in the lines of the devices. Flushing of the devices was discontinued but the air bubbles were still coming. The patient became hemodynamically unstable; blood pressure dropped and ventricular tachycardia, st elevations and hypotension occurred. Medication, including vasopressors, were administered, a coronary injection was performed, a balloon pump was inserted, and the patient was defibrillated twice. After 5 minutes, the patient stabilized and the balloon pump was removed. Cardiac rhythm was restored. The air bubbles stopped; they were transient. The mitraclip procedure was completed with the implantation of one clip reducing functional mitral regurgitation grade from 4 to 1. Post procedure the patient was clinically stable. The physician does not know the origin of the air bubbles. The next day, atrial fibrillation with rapid ventricular response and hemodynamic instability occurred. The arrhythmia was treated with cardioversion and heart rhythm returned to baseline. The patient underwent av nodal ablation on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system steerable guide catheter (sgc01st, lot 10257675/12), stabilizer, lift, support plate. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system. The reported patient effects of atrial fibrillation, air embolism, hypotension, and ventricular tachycardia (arrhythmia), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.